Event description:
It was reported that pump displayed non-resettable malfunction code 1 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump.